Event description:
Complainant alleged that while attempting to pace a patient (age & gender unkown) the device failed to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction.